Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within (B)(4) days upon receipt. Additional information is pending and will be submitted within (B)(4) days upon receipt.

Event description:
The tip of a 120cm outback elite re-entry chronic total occlusion (cto) catheter broke off in the body but was retrieved without injury. The segment was retrieved while contained in the sheath. The procedure was completed by using another outback elite re-entry. The patient had severe peripheral artery disease (pad). The intended target lesion was the distal superficial femoral artery (sfa). The lesion was severely calcified. There was little to no tortuosity. There was little to no vessel angulation. The device was used for a chronic total occlusion (cto) case. The device was not re-sterilized. There were no anomalies noted when removed from the package. There were no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. There was resistance met across the steep bifurcation. There was excessive torqueing required across the steep bifurcation. There was no resistance met while advancing the device over the guidewire. The device did not kink in the area of separation. There was no resistance met while withdrawing the device. The device is expected to be returned for evaluation. Other additional procedural details were requested but were unknown.

Manufacturer narrative:
Complaint conclusion: as reported, the tip of a 120cm outback elite re-entry chronic total occlusion (cto) catheter broke off in the body but was retrieved without injury. The procedure was completed by using another outback elite re-entry cto catheter. The patient had severe peripheral artery disease (pad). The intended target lesion was the distal superficial femoral artery (sfa). The lesion was severely calcified. There was little to no vessel tortuosity noted on the vessel. There was little to no vessel angulation seen. The device was used for a cto case. The device was not re-sterilized. There were no anomalies noted when the device was removed from the package. There were no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. Resistance was met while advancing the device through the steep bifurcation. There was excessive torqueing required across the steep bifurcation. There was no resistance met while advancing the device over the guidewire. The device did not kink in the area of separation. There was no resistance met while withdrawing the device. The segment was retrieved while contained in the sheath. The device is expected to be returned for evaluation. The device will be returned for evaluation. Other additional procedural details were requested but were unknown. One non-sterile outback elite 120cm re-entry catalog # otb59120a unit was received for analysis inside a plastic bag. The device was received in two parts, the catheter shaft was separated. The other portion of the catheter was received into an unknown sheath introducer. Per deployment slide position, the needle was retracted. No other anomalies were observed during the analysis. Note: the outback elite catheters are packaged with the cannula deployed. The functional test couldn¿t be performed due to the state of separation of the catheter body. Per microscopic analysis, results showed that the cto outback elite 120cm re-entry outer body separated section presented evidence of elongations as well as the wires separated areas showed evidence of ductile dimples and plastic deformation as well as wire width reduction. The elongations on the outer body as well as the observed ductile dimples, plastic deformations and wire width reduction on the separated areas of the outer body material and wires suggest that a tensile overload event occurred on the affected area prior to separation. Therefore, it is thought that the outer body material was induced to stretching/pulling events that exceeded the outer body¿s material yield strength prior to the separation. No other issues were noted during sem analysis. The product history record (phr) review of lot 17888732 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip/distal tip fractured/separated in patient¿ was confirmed through analysis of the returned device based on the condition in which it was received. However, the exact cause of the device condition could not be conclusively determined during analysis. Based on the information available for review, vessel characteristics (severely calcified) and handling factors (resistance was met while advancing the device through the steep bifurcation, and excessive torqueing required) likely contributed fractured/separated condition on the device as evidenced by elongations on the catheter body and ductile dimples, plastic deformation and wire width reduction found during sem analysis. This suggests a tensile overload event occurred, such as stretching and pulling, that exceeded the material¿s yield strength prior to the separation. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked. If the guide wire kinks, carefully attempt to remove the wire and replace with a new one. Stop if any resistance is felt when removing wire from the outback elite re-entry catheter. If resistance is encountered, retract the cannula tip back into the shaft and then remove the outbackr elite re-entry catheter and wire together from the vasculature. Excessive calcification at the site of re-entry may impair performance.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process of the product. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the device has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The tip of a 120cm outback elite re-entry chronic total occlusion (cto) catheter broke off in the body but was retrieved without injury. The device is expected to be returned for evaluation.